Manufacturer narrative:
The pipeline device was not returned for evaluation. The device was not returned for analysis; therefore the report of pushwire separation could not be confirmed and the event cause could not be conclusively determined. Pipeline embolization device for treatment of intracranial aneurysms ¿the more, the better? A single-center retrospective observational study. Vol. 9, no. 2, pp. 14¿20. Published october, 2016. Mdrs related to this article: 2029214-2016-01121, 2029214-2016-01122. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature of pipeline device issues during procedures. The purpose of this article was to compare midterm occlusion and complication rates in aneurysms treated with a single pipeline versus multiple pipeline devices without adjunctive coiling. The authors identified 38 aneurysms in 37 patients; 19 patients with 20 aneurysms were treated with a single ped while 18 patients with 18 aneurysms were treated with two or more peds. Thirty one of the patients were female. Mean age was 53.6 years in the single-ped group and 55.8 years in the multiple-ped group. The authors noted that in one case, a pipeline pushwire broke during a procedure.